Manufacturer narrative:
Date received by manufacturer: 27sep2019. Date of report: 30sep2019. The support service performed troubleshooting and confirmed the reported problem. Service support diagnosed the central processing unit (cpu) board as the cause of the failure. The support service then replaced the cpu board to resolve the issue. The unit successfully passed required performance and functional tests after the repair. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13june2019. A follow-up report will be submitted once the evaluation is complete.

Event description:
The customer reported faulty alarm. No patient involvement.